Manufacturer narrative:
Additional product code: osh, mnh, kwq, mni, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2020 the primary fusion procedure (l2-5) was performed. On an unknown date the patient fell over, and the screws at l5 broke off. The surgeon commented that the event would not adversely affect the patient¿s health. So any medical intervention is not planned. This report is for one (1) viper system x-tab cortical fix polyaxial screw 5.5 7.0mm x 45mm. This is report 1 of 2 for complaint (B)(4).